Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of two mc3 crescent ra jugular dual-lumen catheters, it was reported that air was identified in the patients right atrium. There was no air seen in the wall of the cannulae. The devices were replaced to complete the procedure. There was no reported adverse patient effect associated with this event. Medtronic received additional information that air was visualized via an echo in the right atrium. It was stated that the air issue could not be resolved, and as a result the customer switched out the cannula. The second cannula also had air in it. Medtronic received additional information that the customer did not indicate how the air issue was resolved.